Event description:
It was reported that the patient presented for post-op follow-up. Yellow-tan drainage was noted. Site was cleaned with betadine. During the assessment of the incision, small opening where with drainage was noted. The patient was prescribed medication. Later, the patient returned to the clinic for wound check. Incision was healing with no signs of infection.